Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference MFR. Report#: 1627487-2019-12676, 1627487-2019-12678. It was reported that during the patient¿s MRI scan, they started to feel an uncomfortable sensation and the MRI was stopped.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.